Manufacturer narrative:
(B)(4): during investigation, the date was set to (B)(4) 2012 and reset to (B)(4) 2012 after returning to the main screen. The pump was unable to hold the date of (B)(4) 2012. A software issue was found to be the cause of the reported date issue. Unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Event description:
On (B)(6) 2012, the reporter said that the pump displayed a message that the pump exceeds maximum daily limit. The reporter said that the patient received insulin via syringe until the pump issue could be resolved. No blood glucose excursions were reported. Customer technical support (cts) determined that the reason for the message was that insulin deliveries on (B)(6) 2012 were being added to the deliveries made on (B)(6) 2012. The reporter noted that the date was programmed several times as (B)(6) 2012 but would revert to (B)(6) 2012. Cts reviewed the steps for setting the date and the reporter confirmed following correct procedure. The reporter noted that the date could be programmed and retained as (B)(6) 2012. This complaint is being reported because the date programming issue was unresolved at the time of the contact.

Manufacturer narrative:
There is no adverse event associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.